Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient programmer was unable to power up. The patient said that the batteries they were using worked in a flashlight but also that they were cheap batteries. Their stimulation was too high when they were lying down and they wanted to turn it down. They didn't have other batteries to put into the programmer. No further complications reported.